Manufacturer narrative:
No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
International affiliate reports patient had a giant cell tumor of the sacrum. Spinal devices were implanted in (B)(6) 2009. In (B)(6) 20210, the patient felt pain and x-rays revealed that the polyaxial screw had broken in situ. Revision surgery was performed and the broken screw was removed. The event was reported to a johnson & johnson representative on (B)(6) 2011.